Manufacturer narrative:
Additional information investigation - it is unknown if the filter was originally placed at the iliocaval junction or if the location is the result of migration. Per the IFU, filter migration is a known potential complication of vena cava filters. Cranial and caudal migrations have been reported, and may be associated with improper deployment, deployment into clots, dislodgement due to large clot burdens, and/or procedures that involve other devices being passed through an in-situ filter, among other causes. The CT dated 25aug2015 describes thrombus of a left iliac venous stent. Per the IFU, vena cava occlusion/thrombosis and deep vein thrombosis are known potential adverse events related to ivc filter use. If the device migrated, it is possible that a large clot burden contributed to the migration. With current information, the alleged injury is unclear. This clinical will be updated if and when more information becomes available. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the patient allegation. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. While the catalog number and lot number are unknown the device was described as a birds nest filter. No evidence to suggest that this device was not manufactured according to specifications the gianturco-roehm bird¿s nest vena cava filters are placed via standard percutaneous entry (seldinger) technique. Introduction of the gianturco-roehm bird¿s nest filter is accomplished through a series of controlled steps which allow the operator to alter placement to accommodate anatomic variations. The gianturco-roehm bird¿s nest filter¿s hook wire design and two pair of ¿v¿ shaped struts hold the filtering wires in place and facilitates a secure fixation in the vena cava with a minimal risk of migration or vessel perforation. The bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated, failure of anticoagulant therapy in thromboembolic diseases, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced, prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. Risk benefit analysis was completed to assess the benefit; risk ratio of the bird's nest filter. The rba states that "it is the opinion of cook inc. That the medical benefits of the bird's nest filter outweigh the residual risks to the patient. It is expected that some patients with indwelling ivc filters may still experience pulmonary emboli (though not necessarily fatal emboli). A literature search for relevant clinical studies suggests that pe rate of 1 to 2 percent in patients with indwelling ivc filters; in the bird's nest filter clinical study upon which the FDA approval was based, 1% of patients with a bird's nest filter experienced pe. The rates of pe reflected in our complaints data is significantly below the expected rate of pe. It is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Occupation: non-healthcare professional. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that the patient received a bird's nest intra vena cava filter on (B)(6) 2012. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided. Per CT report dated (B)(6) 2015, "bird nest filter at iliocaval junction with struts projecting into both common iliac veins". It was reported that the patient had an additional gunther tulip intra vena cava filter (MDR# 3002808486-2019-0025) above the bird's nest filter successfully removed (B)(6) 2015. No further details have been provided.